Event description:
It was reported that the incidents where the 12fr foley catheter balloon deflated inside the patient. As per internal follow-up notification received on 16apr2025, the second incident of 12fr foley catheter was reported that when came in theatre and the procedure was on its closing time, the surgeon assisted the uterine manipulator and noticed that the indwelling catheter of the patient had fell off and the surgeon prompted the lead surgeon about it and decided to test the. It was noticeable that when the water was injected to inflate the balloon, the water just went directly through the main catheter instead. Surgeon checked in for any patient concerns and noted nothing and proceed to finish the surgery. Replaced the catheter with new one, checked the patency prior insertion which was secured and draining well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the incidents where the 12fr foley catheter balloon deflated inside the patient. As per internal follow-up notification received on 16apr2025, the second incident of 12fr foley catheter was reported that when came in theatre and the procedure was on its closing time, the surgeon assisted the uterine manipulator and noticed that the indwelling catheter of the patient had fell off and the surgeon prompted the lead surgeon about it and decided to test the. It was noticeable that when the water was injected to inflate the balloon, the water just went directly through the main catheter instead. Surgeon checked in for any patient concerns and noted nothing and proceed to finish the surgery. Replaced the catheter with new one, checked the patency prior insertion which was secured and draining well.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.